Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. PMA/510(k) #: p160054.

Event description:
It was reported that during service the engineer advised that the device was missing the battery cover. It will be returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mpu missing its battery cover was not confirmed. The mpu (serial number (B)(6) was not returned for analysis. Further details of the mpu¿s product return status were unable to be obtained after multiple questions were asked. The root cause of the reported event was unable to be determined through this analysis. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 16sep2016. The heartmate 3 patient handbook instructs users how to properly remove and reattach the mpu¿s battery compartment cover when exchanging the mpu¿s batteries. The heartmate 3 patient handbook instructs users to regularly inspect their equipment, including their mpu, and to return any equipment that appears damaged or worn. Users are encouraged to not use any equipment that appears damaged or worn. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.